Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.75 x 23 mm xience alpine stent and a 3.5 x 38 mm xience alpine stent was implanted on (B)(6) 2015. On (B)(6) 2015, the patient was re-admitted with cardiovascular symptoms including congestive heart failure. It is unknown what treatment was performed. The final patient outcome is unknown and the patient was discharged to a nursing home. No additional information was provided.